Manufacturer narrative:
No button error alarm noted. All buttons function properly; however unit had moisture on keypad traces. Insulin pump had cracked belt clip slot, cracked lcd window, battery tube threads cracked, broken reservoir tube lip, minor scratched lcd window and cracked case at display window corners.

Event description:
Customer called to report that the insulin pump alarmed button error. Customer's blood glucose reading was 140 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.